Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and exhibited high pacing threshold measurements and loss of capture. A surgical revision was performed to reposition the lead; however, the helix would not retract for repositioning. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation of helix retraction difficulties. Analysis was unable to confirm the clinical observations of dislodgement, high pacing thresholds or loss of capture.